Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while being applied on blood vessel ligation during partial hepatectomy, the clip was no longer loaded from the middle of the procedure. The surgeon looked inside and noticed that there was a deformed clip. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Three clips were jammed in the distal end of the channel. The jammed clips were removed; as the third clip was being removed, the next clip loaded into the jaw and was fired with proper formation. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position and each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. The instrument was disassembled and damage to the ratchet system was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the rachet component damage may occur when an attempt is made to fire the instrument with the ratchet system engaged and forcing the handles open prior to completing the firing cycle resulting in double indexing of the clips or misloading of the clip. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.